Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one monopty disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean and the device was received in its initial position. There were no visual anomalies noted on the device. Upon functional testing, it was noted that when priming the device - the cannula of device was self-activated. Upon dimensional observation, the cannula tang width and the stylet tang width were measured; in which both the measurements were not within specification. Therefore, the investigation is inconclusive for the reported device misassembled during manufacturing /shipping issue as there is no objective evidence for the reported issue; also, the investigation for the reported insufficient information is confirmed for the identified self-activation issue as the device self-activated when priming the device. Per the evaluation results, the tang width (both for the cannula hub and the stylet hub) measured under the specified range. This condition, which can occur as a result of compression of the tangs (and could be attributed to the reported received condition), likely contributed to the identified self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, the device was allegedly already armed at the opening and does not work. The procedure was completed using another device. There was no patient contact.